Event description:
The customer updated the gains settings on a cell-dyn emerald analyzer per the fa23mar2010 customer communication. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4) a follow-up report will be submitted when the investigation is complete. An investigation is in process.